Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on (B)(6) 2022. The customer¿s blood glucose level was 650 mg/dl at time of incident. Customer's current blood glucose level was 150 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the insulin pump was not giving the right amount of insulin and said that they often had problems with high blood glucose. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as nausea and they tested positive for ketones. Customer was not using auto mode at the time of high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. No under delivery anomaly noted. The pump was programmed with multiple test boluses and monitored. All boluses delivered properly. No bolus anomaly noted. The pump was programmed with a basal profile and monitored. The basal profile delivered properly. No basal anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, scratched serial number label, stained keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There was no boluses delivered on the event date 29-jan-2022 in the formatted history file. There was no suspends noted on the event date 29-jan-2022 in the formatted history file. There was faultnumber = battery removed (84) on 01/29/2022 at 08:36:23.000. The pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged possible under delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.